Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance connecting dexcom g6 continuous glucose monitoring (cgm). The agent guided the user through entering a new sensor code and explained the warm-up period. The user, currently in bg run mode, was advised to manually enter blood glucose (bg) readings during sensor warm-up. A fingerstick showed 305 mg/dl, and the user noted being high for about two hours after completing a supply change and connecting the new cgm. The highest blood glucose (bg) recorded was 305 mg/dl. Bg was corrected through insulin delivery from the ilet. No symptoms were reported by the user during the event, and no medical intervention was required at the time of call.